Event description:
The pt reported elevated blood glucose readings of 400 mg/dl and "hi." She stated, her symptoms were blurred vision and a "blah" feeling and she corrected her elevated blood glucose by taking an insulin injection. During troubleshooting, the pt stated, she had not changed the adapter on her insulin infusion device since she received the device several months ago. The pt was advised to change the adapter every 10th cartridge change as recommended. Replacement adapters were sent. On follow up, the pt stated her blood glucose levels only returned to normal when she switch to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.